Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor, urinary dysfunction/sacral nerve stim. It was reported that the reason for the call was the patient rep reported that the ins quit working shortly after they had it implanted. The caller stated that when the patient walked through electronic doors the ins would shock them. The caller then stated that about 3 years ago, the ins split in half inside the patient and was in two different places. The caller stated that one part of ins was on the patient's spine and one is on their hip and the parts move around all the time. The caller stated that patient did not have any falls that would have caused the implant to split in 2 parts. The agent reviewed the doctor's role and redirected patient to their doctor.